Event description:
It was reported that during a code, a set of quick-combo pads continuously gave connect electrodes alarm. A second set was made available, and successfully used on the pt.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.